Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose (bg) level was greater than 600 mg/dl. Customer called health care provider to obtain manual injections to treat high bg. Reportedly, the customer did not have alternate insulin therapy available and declined further follow up from tandem technical support.